Manufacturer narrative:
Physio-control evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator, on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
The customer complained that the device is displaying the service wrench, attention indicator and charge-pak indicator and will not turn on. There was no report of patient use associated with the reported event.